Event description:
It was reported that the patient never had therapeutic effect; despite multiple attempts by her physician to reprogram her implantable neurostimulator (ins), the physician decided to turn her device off in (B)(6) 2011. It was noted that the patient was in the hospital at the time for high blood pressure above 200 mmhg and severe headaches. Additional information received reported that the patient was to have an MRI taken of her head and brain; the patient was having headaches and an investigation was necessary. Additional information received reported that the cause of the event was unknown. An MRI/x-ray/CT scan taken on (B)(6) 2012 indicated that the device was within normal limits. Reprogramming that occurred on (B)(6) 2010 did not result in a change in the patient's urinary symptoms. It was noted that the patient had numerous cerebrovascular accidents (cva's, or strokes) and that they may have contributed to the patient's increased urinary symptoms. It was noted that an impedance test indicated high impedance values on multiple contacts. If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID: 3889-28, lot#: v156441, implanted: (B)(6) 2008, product type: lead; product ID: 3037, serial#: (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).